Event description:
Baxter one-link extension set connected to needle on power port separated during extracorporeal photopheresis treatment. Patient began coughing. The extension set separated at the point where the tubing is sealed to the bifurcation of the pigtails. This allowed the port to be open to air. The patient continued to cough drawing air into her vasculature. The patient became symptomatic. (Lightheaded, dizzy, short of breath, chest pain, hypoxic with o2 saturations in the 80's.) Rapid response was called to escalate care. EKG, cxr completed. Patient taken to emergency room and admitted for observation. Patient was maintained on 6l nasal cannula during admission. Note test unit ng/l.